Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps. The device was not returned for evaluation. It should be noted that the coronary dilatation catheters, trek rx, global instructions for use, specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the right coronary artery using a 2.5 x15 mm trek rx balloon catheter. The trek was prepped inside the anatomy, not before use. During pre-dilatation a pin-hole rupture occurred at 6 atmospheres during the first inflation. A 2.5 x 15 non-abbott device was used to complete the procedure. There was no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.